Event description:
Caller reportedly experienced low blood glucose symptoms and was unable to test on the meter due to an error message. Caller managed to call her neighbor and son for assistance and when they arrived treated her with soda pop and a candy bar; would not have been able to obtain the treatment on her own. Caller reportedly did not have an ambulance called and was not taken to the hospital. Requested return of the alleged device for evaluation and replacement was provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.